Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shut down was not reproduced and found the on/off button working properly. A review of the event history log revealed improper shutdown messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shut down when trying to program medication in the ambulance. There was no patient involvement. No additional information is available.